Event description:
As reported: acute cerebral infarction patients. When wetting and rinsing the microcatheter, found that the water flow was particularly slow and the guide wire could not pass through the microcatheter. Replaced with microcatheter of the same model and batch number, and successfully completed the procedure. Patient is fine. When the device was received for evaluation, the investigation findings found an exposed lumen coil at the proximal end of the microcatheter.

Manufacturer narrative:
The investigation found that an in-house guidewire could not pass through the hub of the returned microcatheter, which is consistent with the alleged product issue. Further investigation found an exposed lumen coil at the proximal end of the microcatheter, which would have contributed to the resistance encountered during functional testing. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed lumen coil, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.